Manufacturer narrative:
The image provided was reviewed and confirms the fenestrated bipolar forceps (fbf) instrument housing ID. Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) steel cable broke. The procedure was completed with a backup fbf with no reported injury. The procedure was delayed less than 15 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.